Event description:
The complainant reported that prior to the venoarterial extra corporeal membrane oxygenation (ECMO) cannulation purge alarms "high purge pressure/purge system blocked" started to occur. Troubleshooting was attempted but without success. The decision was made by the doctor to proceed and insert a new impella cp. Procedure completed successfully.

Manufacturer narrative:
The investigation into the reported high purge pressure has been completed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. Data analysis confirmed the failure mode. Data showed that about 10 hours into the case, the pump was in the aorta area. Fifteen minutes later, pp started to increase gradually from 400 mmhg to 1100 mmhg that triggered alarms high pp and purge system blocked. The high pp then remained to the rest of the case. Based on clinical description and data analysis, the root cause of the high purge pressure was most likely a kinked catheter due to a tight aortic arch patient condition. Instructions for use for the related event are as follows: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ a risk assessment was performed, and no escalation is required. This report is being filed as part of a retrospective review of historical records.